Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 40 mg/dl, 83 mg/dl, and 83 mg/dl. Customer states she treated herself with glucose tablets based on blood glucose result of 40 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.